Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 24 (atmosphere pressure out of range) occurred after the pump was dropped. The customer received the same alarm when loading a new cartridge. The customer declined to provide a blood glucose level. It was confirmed that the customer had manual injections available for backup insulin therapy.